Manufacturer narrative:
The device has been returned and evaluated by product analysis on 06-sep-2018 with the following findings: a review of the pump black box data showed evidence of short battery life illustrated with 30 count voltage drop leading to a cs128 alarm on (B)(6) 2018. During a visual inspection of the pump, the battery compartment was observed to be cracked from threads down to the case seal on the side. The battery cap was undamaged and was able to secure properly to the pump. There was evidence of moisture \ observed in the battery canister; a leak test revealed a battery compartment leak. The ez-prime steps were performed correctly. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or loose components was found. The complaint of a battery life issue was shown in the pump history but was not duplicated during investigation.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue.